Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 400 mg/dl. The customer's current blood glucose was 192 mg/dl. The customer had symptoms like vomiting. The customer was treated with intra venous drip. The customer wearing the insulin pump at time of hospitalization. The drive support cap was normal. The product was not returned for analysis.